Event description:
It was reported while using bd® needle 1 in. Single use, sterile, 21 g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer reported that there is a hole at the base of the needle which leaks when preparing the medication. A nurse received some in her glasses, because there was a spurt that was projected when she gave the injection. Additional info received on 04-july-23. 1. Was the nurse injured? Please describe. No harm related to the current incident, as the nurse was wearing glasses, fortunately. She received a jet in her glasses. She was doing an IV drug dilution. 2. Was the patient injured? No harm to the patient according to the incident noted. However, a number of people have mentioned leaks in the junction between the syringe and the needle. If little resistance is made, there is no jet coming out, but more leaks. Could create improper medication preparation, incorrect concentration. 3. Was there any medical intervention? No medical intervention performed on the patient. 4. Could the procedure be corrected using another needle? Yes the procedure could be corrected using another needle, but it took 2 needles to get one that did not leak.

Manufacturer narrative:
H6: investigation summary. A device history record review was completed by our quality engineer team for provided material number 305165 and lot number 2228049. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® needle 1 in. Single use, sterile, 21 g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer reported that there is a hole at the base of the needle which leaks when preparing the medication. A nurse received some in her glasses, because there was a spurt that was projected when she gave the injection. Additional info received on 04-july-23. 1. Was the nurse injured? Please describe no harm related to the current incident, as the nurse was wearing glasses, fortunately. She received a jet in her glasses. She was doing an IV drug dilution. 2. Was the patient injured? No harm to the patient according to the incident noted. However, a number of people have mentioned leaks in the junction between the syringe and the needle. If little resistance is made, there is no jet coming out, but more leaks. Could create improper medication preparation, incorrect concentration 3. Was there any medical intervention? No medical intervention performed on the patient. 4. Could the procedure be corrected using another needle? Yes the procedure could be corrected using another needle, but it took 2 needles to get one that did not leak.